Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
11/4/2024, it was reported by a sales representative via email that an ar-1370c biocomposite interference screw and an ar-4020c-07 fastthread biocomposite interference screw ripped the suture tied to the graft during the fixation of the graft to the femur. This caused the graft to have to be whip-stitched multiple times. The case was completed using a biotenodesis screw 8x23mm. This was discovered during an mpfl reconstruction procedure on 11/1/2024. Additional information received on 11/6/2024: the suture that broke was an ar-7234 fiberloop. The case suture was removed and replaced with another ar-7234 fiberloop. The anchors were also removed, and an ar-1580bc biocomposite-tenodesis screw was used. There was no delay in the case

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.